Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No technical root cause could be determined, system is performing within specifications. (B)(4).

Event description:
An optometrist reported heavy surface dryness in a patients right eye one day following lasik. Patient reported blur and light sensitivity. Patient was told to discontinue the use of antibiotic. Patient was told to use a sterile irrigating solution for two days. Patient was noted to have a corneal abrasion and an impression of medicamentosa. Upon follow up, it was reported that the patient is comfortable and happy. Visual acuity is good. Patient is only using artificial tears at this point. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the left eye.